Event description:
Clinical study: it was reported that post index procedure, the patient expired. The index procedure treated a de novo, ostial lesion in the proximal circumflex (cx). The lesion was 3 mm wide , 12 mm long, and 90 stenosed. The lesion had moderate calcification and mild tortuosity. The physician predilated the lesion prior to placing a 3.0 x 16 mm taxus express2 stent. Residual stenosis was 0%. The patient received gpiib/iiia inhibitors during the procedure. The patient was discharged 6 days post procedure receiving aspirin and plavix. On day 572, the patient died due to an unknown cause. Information has been requested multiple times, but is not forthcoming at this time. In the opinion of the physician, there is an unknown relationship between the death and taxus stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.